Manufacturer narrative:
Updated fields: e1(initial reporter), h6(evaluation method codes).

Event description:
It was reported that during patient use the cardiosave intra-aortic balloon pump (iabp) was unable to update timing. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during patient use the cardiosave intra-aortic balloon pump (iabp) was unable to update timing. There was no harm or injury to patient and no adverse event was reported.